Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that air enters the feeding set (supply set) causing "flow" to falter.

Manufacturer narrative:
The product was reported as item number (B)(4) , lot number 22f175fhx. During the device history record (DHR) review, it was determined that the correct item number associated with the reported lot number is item number 777403. Attempts to verify the item code and lot number were unsuccessful. The device history review was completed on the reported lot number which indicated that the product was released accomplishing all quality standards. Additionally, the complaint report states that there is no sample available. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to confirm the reported issue or determine the root cause(s). However, a corrective and preventive action has been opened to further investigate this issue. The lot number was corrected back to 22f175fhx.

Manufacturer narrative:
Added an additional h6 type of investigation code; 4114 device not returned. This code was inadvertently excluded on the previous follow up report.

Manufacturer narrative:
The lot number in section d4 was corrected.